Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 286 mg/dl. Leading up to the event, the customer stated that he had been bleeding from his rectum. It took the customer a month to get his blood glucose levels under control after the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.